Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow up after receiving several vibratory alerts. High, out of range, high voltage lead impedance (hvli) was noted on the right ventricular lead. The right ventricular (rv) lead was capped and replaced on (B)(6) 2018 during the generator change procedure. The patient was stable throughout the event and was discharged the next morning.